Manufacturer narrative:
Patient weight is estimated.

Event description:
It was reported that the patient¿s ipg was sagging to an uncomfortable position following weight loss. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was relocated to a new site to address the issue. During the procedure, the doctor accidentally cut the leads. In turn, the leads were explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.